Manufacturer narrative:
Only the pin was sent from the swivel portion of the clamp. There was anecdotal evidence that the patient might have been in an altercation with a resident in the nursing facility. Per our IFU "the device is not designed to withstand the stress of weight bearing, load bearing, or excessive physical activity. Device loosening or breakage may occur when the implant is subjected to excessive loading during soft tissue healing or delayed healing". The evidence does not suggest that this was a product issue but rather a user issue.

Event description:
This is a follow up report on an MDR received stating an issue with the ijs system. The report stated that the patient presented with a repeat left elbow dislocation with radiographs suggesting that the internal joint stabilizer was either fractured or disassociated.